Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number:3006705815-2020-02870. It was reported that during a permanent implant on (B)(6) 2020, the patient¿s oxygen level dropped while testing the leads. The patient was treated by giving chest compression and taken to a nearby hospital where the patient died.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.